Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported by the patient that a lead was dislodged and the patient was shocked. The lead was turned off, however an alert continued to go off. Follow-up information received indicates the right ventricular (rv) lead was dislodged but the patient did not receive shocks. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.